Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that in terms of their bladder, for probably the last couple of months, they were experiencing an urgency and if they didn't make it to the bathroom in 60-90 seconds they'd "lose it" (they wouldn't make it to the bathroom in time.) The patient stated they needed an adjustment to address the time interval for them to get to the restroom in time. Patient services walked the patient through trying to connect to their settings and they kept getting device not responding. They stated they weren't sure where the ins was and it was hard for them to move around as they weren't very mobile but they kept searching. They tried repositioning the communicator over the implant site but they couldn't seem to locate the implant. The caller stated they were not mobile enough to look in the mirror to see where the incision was and that it had always been a problem to find it and connect. They stated they could feel the device under the skin but never answered if it was deeper when patient services asked. Patient did confirm they were near a router so they moved away from the router and was then able to successfully connect to see their settings. The therapy was on and the stimulation was at 4.8 ma on program 2. Patient service reviewed device description/function and stimulation considerations and programming considerations with the patient and they wanted to try a different program but then they couldn't decide what program to go to. They kept asking patient services what program to choose and patient services reviewed the role of patient services with the patient and redirected them to follow up with their healthcare provider if they wanted to try a different program. Patient selected program 2 again and wanted to try to increase the stimulation instead and then lost connection. The patient stated it was hard to hold the communicator in place and that it was "driving them crazy." They were able to re-connect and saw the therapy was off and they wanted to increase but then they kept losing connection again. The patient stated their wife wasn't home at the time of the call to assist so they were going to wait for their wife to come back and help them and so they ended their session. They were also redirected to talk to their hcp about trying different programs and patient services also reviewed ins battery longevity considerations. Patient stated they would call back if they needed further assistance in the future. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.